Event description:
Customer reported being hospitalized due to low blood glucose levels and dka. Customer also reported that pump had shut off without warning and that settings had been cleared. Customer also indicated that pump may have been dropped previously.